Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half-height cubie drawer 3-1 on the main cabinet and all cubie pockets had failed and were not detected on bus. A field service engineer (fse) reseated the row board cable and the retractor band, but this did not resolve the issue. The fse removed all cubie pockets, cleaned debris from the cubie trays, and reseated the pockets, but the issue remained. The fse then manually removed all cubie pockets and logged into the hardware test application. The fse inserted each cubie pocket one at a time and identified the cubie pocket in position c-6 as the source of the issue. The fse manually removed the cubie pocket and reinserted the remaining cubie pockets. A final test was performed on the drawer, which passed successfully, and the results were saved to the desktop. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 not detected on bus, shutdown and rebooted the station but not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.